Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl, diabetic ketoacidosis, and vomiting. Reportedly, an occlusion alarm had occurred due to a non-tandem infusion set cannula becoming kinked. The infusion set brand and manufacturer were not provided. Additionally, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue, and customer was unable to monitor bg levels. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved, however customer alleged that they sustained gastroparesis and nerve damage in stomach as a result of the reported issue.